Manufacturer narrative:
(B)(4). Batch #: u5cw0p. (B)(4). Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/10, with the pan detached from the reload and with 1 double driver missing, making the reload non-functional. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a thoracoscopic lobectomy, the knife stopped moving forward with a sound of the battery running out at the 7th firing on the lung parenchyma. Only about 3 staples at the proximal end of the cartridge were deployed. The knife reverse switch was used to return the knife. The device was attempted to fire again but could not. The manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient.